Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-9208-15. Serial number: (B)(6). Batch/lot number: 7027288. Model/catalog description: precision s8 adapter 15cm. Unique identifier (UDI):(B)(4). Model number/catalog number: sc-9208-15. Serial number: (B)(6). Batch/lot number: 7070134. Model/catalog description: precision s8 adapter 15cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that despite of optimizing the program, the patient experienced inadequate stimulation, burning sensation and pain at the lower back. Three elevated impedances were noted and the physician suspected it was due to s8 adapter connection site. The patient underwent a revision procedure wherein implantable pulse generator (ipg) was replaced with MRI capable device and one of the adapters was replaced to clear impedances. The patient was doing well postoperatively. All explanted device components will not be returned per facility policy.